Event description:
Device 1 of 3. Reference MFR report#: 1627487-2014-25404 and 25405. It was reported the patient is experiencing swelling and bleeding at the lead incision site. Cultures were taken and revealed a (B)(6) infection. As a result, the patient was given an antibiotic (levaquin). Follow-up revealed the patient's ipg incision site is also infected. A CT scan was taken and identified no anomalies. Additionally, it was reported the patient's drainage is minimal and redness is worse. In turn, the patient was given another antibiotic. An sjm representative will meet with the patient at a later date for follow up.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.